Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inaccurate readings with her plink meter. Analysis run on clark grid using competitive reading (305) as ref. Points vs. Bd readings (55) yielded data points in the e range of the grid, outside of acceptable limits.